Manufacturer narrative:
This MDR is being submitted as part of a retrospective review and remediation effort based on enhancements made to the company¿s MDR and complaint handling processes. Capas have been opened to manage the actions that are being taken to remediate this issue and ensure any required MDR reporting is completed. The device was returned to olympus for evaluation where service discovered the malfunction. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, this damage pattern is most likely attributable to wrong handling. However, we are not able to completely rule out that the damage was caused by accidental dropping, either. The damage is not attributable to an error by the customer because the damage must have been caused only after testing and restorage. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
A user facility returned the olympus asset to the olympus service center. Upon inspection and testing of the returned device, it was observed that the tip of the device was bent and sharp. This report is being submitted for the event found during evaluation. There was no patient involvement.